Event description:
The pt ((B)(6)) received an scs system including a rechargeable ipg on (B)(6) 2006. It was reported that the pt's ipg was replaced on (B)(6) 2011 due to alleged difficulty recharging the device. The pt has reportedly undergone MRI procedures in the past but denies experiencing any adverse impact to the scs system as a result. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.